Manufacturer narrative:
The customer reported that the system displayed system message (sm) - [red stop sign] during a procedure when the customer was using fluid to air exchange (f/ax). The procedure was delayed, but completed with no harm to the patient. It was noted that the customer was using an extension cord with the system, which the company representative advised against. The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss advised the customer to reboot the system. The customer was able to troubleshoot and resolved the problem reported. The facility did not request service. Based on qa assessment, the product met specifications at the time of release. The customer called the company technical support specialist (tss) to assist with troubleshooting a system message. The tss advised the customer to order a footswitch cable. The facility did not request service. The sample was not obtained for evaluation and no additional information was obtained in relation to this event. On march 22, 2017, it was reported that the system has not had any more problems and that the system has been in use every day since the new footswitch cable was installed. The service request (sr) was cancelled. The root cause can be attributed to a nonconforming footswitch cable. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during the fluid air exchange (fax) of a vitrectomy procedure a system message was displayed. The case was completed as planned. There was no harm to the patient.